Event description:
It was reported that the right ventricular (rv) lead dislodged. When the physician attempted to re-position the lead, the active fixation mechanism would not retract. The physician felt that it was "stripped". The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007; dvbb1d1 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.